Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that leakage occurred during use with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from (B)(6) to english: nurse notices the lack of the cap of the injection point during a check-up, which causes the medication (morphine in these cases) to flow out again via the injection point.

Manufacturer narrative:
H.6 investigation: DHR cannot be reviewed no lot # was reported without the defective sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that leakage occurred during use with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from dutch to english: nurse notices the lack of the cap of the injection point during a check-up, which causes the medication (morphine in these cases) to flow out again via the injection point.